Event description:
Customer states that when the pump is running with a clicking sound and the disposable bag looses its volume, the pump gives an alarm, and there is about 25 ml left in the bag. Rate and dose is 50 ml/hr and infinite.

Manufacturer narrative:
Device was not returned. Attempts made to obtain more detail information about the complaint event including pump serial number with no response. Therefore, a DHR could not be performed.